Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the data you provided. The available impedance trend showed a pacing impedance around 500 ohms between june 2016 and february 2017 with intermittent decreases to 300 ohms. Furthermore the provided iegms confirmed the presence of noise on the rv channel as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - noise present on this rv lead. A vf event was detected and the device began to charge before aborting. There is no indication of a revision procedure. Should additional information be received this file will be updated.